Event description:
It was reported by the customer that a pyxis medstation es system drawer had become jammed. During device inspection, a field service engineer found that the solenoid was shorted, causing the entire latch assembly to become jammed, and identified the controller board as defective. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 5 would not open, and the solenoid was shorted, which led to the entire latch assembly becoming jammed, and the controller board was defective. A field service engineer replaced the solenoid assembly and the controller board to resolve. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had been jammed. A field service engineer found that the solenoid was shorted that caused the entire latch assembly to be jammed and identified the controller board as defective. Replaced both the solenoid assembly and the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had jammed. Customer also rebooted the station, but issue still persists. There were no adverse events or injuries reported based on this incident.